Manufacturer narrative:
Investigation summary: evaluation revealed the received long nail kit r2.0, ti, left gamma3® ø11x320mm x 125° to be the primary product. The other implants reported were considered as concomitant products as they did not contribute to the event reported. Deficiency in material or manufacturing of the affected nail was not found. Dimensional examination revealed no deviations in the relevant undamaged areas of the nail. The affected item was documented as faultless prior to distribution. Thus, we excluded deviations in material and manufacturing. In the case presented a (B)(6) female patient had been treated with a long gamma3 nail right (320 mm) on (B)(6) 2014 due to an alleged sub-trochanteric fracture. After approximately 7.5 months the nail broke. The received nail was completely broken in the webs of the proximal drill hole for the lag screw. According to the damage and the evidences of the breakage surfaces the nail broke in a fatigue manner after an implantation period of 7.5 months. On the inner side of the anterior web drill marks were found, caused by the lag screw step drill. Due to the significant worn and deformed edge at lateral it could no longer be determined whether this area had been damaged intra-operatively by the contact with the step drill. According to the appearance of the breakage surface of the anterior web at lateral it was suggested that the nail breakage had its origin in this area. Starting with an incipient crack the breakage progressed through the cross section and ended in a small residual fracture at medial. The breakage in the posterior web most likely started with delay and progressed in the same manner towards medial. Considering the orientation of lines of rest (running from lateral towards medial) the medial tips of the breakage surfaces were suggested being the residual fracture. Bearing points at the inferior edge of the proximal drill hole at medial as well as at the superior edge at lateral were found - transmitted by the lag screw. The appearance identified axial load application to the implants. Axial load may have contributed to the progress of the incipient crack at lateral. Load application had further contributed to seizing on the lag screw. General aspects: the broken nail will be subject of a fatigue fracture if the stresses on the implant are too high or not considerably reduced during the period of implantation. The affected implant is designed to withstand the normal loads during the implantation period, i.e. The implant must neither be exposed to peak loads nor to continuous stresses. Another prerequisite for a successful supply is undisturbed, normal bone healing. This state must be achieved within a medically recognized period (confirmed by scientific analysis about 6 months) in such way, that the bone strength allows significantly increasing discharge of the time-fixed implant material. In case that such a situation does not occur, exceeding of the fatigue strength is to be expected and thus quite predictable complications. In this case a pseudarthrosis of the left femur had been diagnosed during the revision surgery from the attending physician. Reported pseudarthrosis presents an insufficient bone healing which is defined with impaired healing after 6 months or more. Insufficient bone healing is regarded being related to the patient¿s condition. Most likely the pseudarthosis had contributed to the nail breakage. The nail was not relieved by a sufficient bone healing. The aim of postoperative care must be to ensure the promotion of bone consolidation. Potential adverse effects are clearly pointed out in the labelling. From a technical point of view and based on the above the nail breakage was not linked to a deficiency of the device but was rather patient related (insufficient bone healing / pseudarthosis) after an implantation period of approx. 7.5 months). If other adverse effects (like obesity or poor bone quality) did also contribute to the implant breakage could not be determined due to missing information e.g. Surgeon¿s advice regarding post-op weight bearing . In case relevant clinical information should become available, we reserve the right to update the investigation and change the root cause. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
It is reported by the surgeon of the hospital, that the gamma 3 nail broke during pseudarthrosis.

Event description:
It is reported by the surgeon of the hospital, that the gamma 3 nail broke during pseudarthrosis.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.